Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg and went to the emergency room (ER). Customer updated their settings to address the event continued to use the pump for insulin therapy. Customer declined to provide further information regarding ER visit.